Event description:
The patient's system was explanted due to an infection. The patient's infection has reportedly cleared.

Manufacturer narrative:
The explanted devices were discarded by the medical facility and will not be available for evaluation.